Manufacturer narrative:
Approximate age of device ¿ 1 day. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during lvad implant the pump would not engage with the mini apical cuff. It was reported that the pump was prepped per the instructions for use (IFU) and the locking mechanism pulled out prior to being presented to the surgeon for attachment. When it was time to attach the pump, the surgeon pushed in the cuff lock and it appeared to be engaged, without the yellow lines visible, into the mini apical cuff. However, with each heartbeat, blood came out all sides of the mini apical cuff. The unlocking tool was used to remove the pump and the mini apical cuff holder was used to detect for bleeding around the suture lines. No bleeding was detected. The pump was attached again and yellow lines disappeared, but bleeding resumed around the cuff. The pump was removed again using the unlocking tool. This was completed approximately 3 to 4 times. At one point in the process, the cuff lock was partially out and the surgeon went to pull it fully out to make the connection using the unlocking tool as it was not allowing the surgeon to do so with their hand. Upon the final attempt, the pump appeared locked with no yellow lines visible, however, the pump was easily lifted out of the cored apex, not engaged into the cuff. Upon review of the locking mechanism, the lock was engaged (no yellow lines) and no cuff was attached. It was reported that there was no difficulty with inserting the pump through the cuff. The difficulty was with sliding the lock into the closed position. Excessive forced did not appear to be used and no tool was used to force the closure. Another implant kit was opened and a new pump was assembled and prepped. The pump engaged immediately to the original mini apical cuff on the first try, with no bleeding. The remainder of the implant had no issues. There were no consequences to the patient. Inotropes were initiated.

Manufacturer narrative:
Investigation conclusion: the reported event was confirmed during the evaluation of (B)(4). The pump was returned assembled with the cuff lock in the fully locked position despite there being no apical cuff present. Both of the cuff lock locking arms were visibly bent outward to the locked position, rather than in toward the lock-out position. The cuff lock slid freely when manipulated but the bent arms caused the lock to travel into the fully locked position with minimal resistance. Measurements taken of the cuff lock confirmed that both of the locking arms were bent out of specification. Review of manufacturing documentation, which includes measurements, functional testing, and visual inspection of the cuff lock for bent arms found no deviations in manufacturing or quality assurance specifications. The inflow cannula o-ring, which seals the connection between the lvad and the apical cuff, was also measured and found to be within specification. The cuff lock assembly was reassembled and a test apical cuff was connected. The cuff lock appeared to engage without issue. The apical cuff felt loose in the lock and one side of the metal ring could be articulated at an angle. However, the test cuff was unable to be forced out with the cuff lock engaged. The observed damage to the cuff lock arms allowed for the lock to be advanced into the fully locked position without engaging with an apical cuff. The evaluation did not confirm an issue with the inflow cannula o-ring and it was also reported that there was no blood leak observed when the apical cuff holder, which uses the same o-ring as the lvad, was inserted into mini cuff. The observed damage to the cuff lock appeared to have prevented the o-ring and mini cuff from sealing properly when the pump was engaged, which would have contributed to the reported blood leak. The evaluation was unable to determine when or how the cuff lock arms became bent out of specification, however, applying a high load to the cuff lock during connection has the potential to cause a permanent deformation of the locking arms. The remainder of the device appeared unremarkable. Examination of the blood-contacting surfaces found no depositions or defects. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The patient remains on vad support. No further information was provided. The manufacturer is closing the file on this event.